Manufacturer narrative:
A ge svc rep performed an on site investigation. The candlesticks were cleaned and re-greased during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the 9800 system intermittently had a low ma error message during a case. The procedure was completed without incident. No pt injury was reported.